Event description:
On (B)(6) 2010, the patient met with a company representative for additional training and they discovered the connector needle within the transfer set of his insulin infusion set was bent at approximately a 45 degree angle. The patient discarded the bent connector needle. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.